Event description:
It was reported to philips that the system failed to enter free mode, making fluoroscopy unavailable on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Cold restart resolved issue; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).